Event description:
During coil introduction through the sheath, the ultipaq microcoil ((B)(4)) was inserted through an unspecified y-connector and the dpu was inserted in an unspecified microcatheter, the tip of the microcoil was somehow damaged between the y-connector and the microcatheter hub. Therefore, the ultipaq was replaced for a new one (lot unknown) and the procedure was continued using the same y-connector and the same microcatheter. Afterwards, the procedure was completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were placed in the target lesion during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization for an endoleak after stent-graft treatment of lumbar artery that was not calcified and moderately tortuous. The complaint product is unavailable for evaluation, and no additional information is available.

Manufacturer narrative:
During coil introduction through the sheath, the ultipaq microcoil (fsr100208-20/f41679) was inserted through an unspecified y-connector and the dpu was inserted in an unspecified microcatheter, the tip of the microcoil was somehow damaged between the y-connector and the microcatheter hub. Therefore, the ultipaq was replaced for a new one (lot unknown) and the procedure was continued using the same y-connector and the same microcatheter. Afterwards, the procedure was completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were placed in the target lesion during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization for an endoleak after stent-graft treatment of lumbar artery that was not calcified and moderately tortuous. The complaint product is unavailable for evaluation, and no additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not return for analysis, however based on the reported information, the damages coil be related to the manner the coil was removed from the package. Although no conclusion can be made, it is possible that procedural factors contributed to the condition of the device. Based on the DHR, there is no indication of any manufacturing issues related to the event. The cause of the event experienced by the customer and the cause of the damage reported on the coil could not be conclusively determined. Additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.